Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Requested but not provided.

Event description:
It was reported that the devices experienced an interruption in communication due to damaged and corroded iui connectors. The customer stated that no other information was available.